Manufacturer narrative:
The customer contact indicated that the device was discarded. Hospira has completed a formal investigation to address the issue of device breakage of the clave secondary port. Based on the investigation results, it was determined that the device breakage was due to the design of clave port that is directly bonded to the secondary port of the cassette. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device breakage. At unspecified time, the tubing set was being used to deliver an unspecified medication, at an unspecified rate. After an unspecified length of time, it was reported that the nurse attempted to connect the male adapter of a secondary tubing to the clave secondary port on the cassette of the primary tubing set for a piggyback delivery of rocephin. At this time, it was reported that the semi-rigid adapter of the clave secondary broke. No specific details were provided. The primary tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. No additional info was not provided.